Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: strip issue.

Event description:
Customer complains of hi results. Customer states that she feels well and requires no medical attention. The customer's expected blood results are 350-400mg/dl fasting. Verified the strips expired 7/28/2018. Customer confirms the strips have been properly stored and were first opened 11/7/2015. Customer believes the meter displaying this "hi" result in error.